Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a hematoma at implant. Compression therapy was started. The physician decided to not discharge the patient to monitor the hematoma. The lead remains in use. No additional adverse patient effects were reported.